Event description:
It was reported that during implantable pulse generator (ipg) follow up check, device interrogation revealed intrinsic rhythm without paced mode. Physician applied a magnet on the ipg without any effect on the rhythm. Interrogation was re-attempted multiple times with different programmer and four competitor programmers without any success. A x-ray was performed and confirmed the ipg was in good position. It was also reported that the manufacturer programmer had a recent upgrade and therefore was in good use. The ipg remains in use, and is planned for explant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. During the analysis of the returned device the failure on the hybrid disappeared.

Event description:
It was reported that during implantable pulse generator (ipg) follow up check, device interrogation revealed intrinsic rhythm without paced mode. Physician applied a magnet on the ipg without any effect on the rhythm. Interrogation was re-attempted multiple times with different programmer and four competitor programmers without any success. A x-ray was performed and confirmed the ipg was in good position. It was also reported that the manufacturer programmer had a recent upgrade and therefore was in good use. The ipg remains in use, and is planned for explant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.